Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was fluid collection at top on incision with incision infection. Signs and symptoms included painful fluid collection at top of incision. The outcome was reported as resolved without sequelae. Interventions included surgical intervention specifically scar revision. The entire system was explanted and not replaced. The event resulted in in-patient hospitalization. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included examination which showed that there was an implantable neurostimulator (ins) incision infection. The patient was prescribed 15 days of keflex. The etiology was noted as possibly related to the device or therapy and related to the implant procedure. The etiology was noted as implantable neurostimulator (ins) pocket. Relevant medical history included: non-malignant pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was a generator pocket infection. Signs and symptoms included pain at the generator pocket site with fluid collection at top of incision.